Event description:
It was reported that the patient underwent a replacement surgery to replace tactra device with inflatable penile prosthesis (ipp) device due to unspecified reason. There were no patient complications.